Event description:
The patient contacted animas on (B)(6) 2012 alleging that the subject pump was changing the am to pm setting on its own intermittently. The patient reported that she first became aware of the issue 1 month prior and most recently the evening prior. At the time of the call, the patient informed animas customer support that for the past week she has had unexplained low blood glucose (bg) readings in the 40-50 mg/dl in the middle of the night. At the times of the low bg's the patient claimed she felt ''disoriented and cloudy'' and would treat herself with juice to correct for the lows. At the time of troubleshooting, the patient confirmed she always verifies the time and date on the pump are correct with every battery change. The patient denied that the am/pm switch is associated with a battery change or power loss. At the time of the call, the patient disconnected from pump and removed and reinserted battery. The patient confirmed the date and time did not reset. There were no alarms noted in alarm history pertinent to time issue. Customer support noted that basal rates appeared to have been delivered correctly; however, the patient insisted she had to switch the time from pm to am. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed, no manual time or date changes observed in the black box and no evidence of the time switching from am to pm. The pump was exercised for 24 hours with a 1 unit per hour basal rate with no time or date changes. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No hypersentive keys were observed on keypad.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.